Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead dislodged. The lead was capped during a device change out procedure. No patient symptoms were reported.